Event description:
A customer reported to beckman coulter that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin I (accutni) results, within the risk stratification range, for ten (10) patients. The customer reanalyzed the samples on the same instrument after service intervention and obtained accutni results within the normal reference range. This report documents the event concerning one (1) of the ten (10) patients. The customer reported that the erroneous accutni result was released out of the laboratory and the patient was admitted to the hospital due to the erroneous result. The customer confirmed that no further patient treatment was administered. A beckman coulter field service engineer (fse) was dispatched to the customer site to verify hardware performance. The fse cleaned a dried wash buffer spill from the wash carousel and the reaction vessel (rv) path. The fse replaced the wash pump seal, the mixer rollers and gears, the peri pump tubing, and the substrate probe. The fse performed system check and high sensitivity system check after the repairs, and obtained results within the instrument specifications. The fse confirmed that the cause of the event was hardware malfunction, but was unable to determine the specific hardware malfunction.

Manufacturer narrative:
The events concerning the other nine (9) patients are documented in the below listed reports: 2122870-2013-00323, 2122870-2013-00385, 2122870-2013-00386, 2122870-2013-00387, 2122870-2013-00388.